Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient said, "the device stopped" the night before last. The patient's therapy is turning off by itself. The patient said she just had to use her patient programmer to turn stimulation back on. The patient said no error messages appeared on the screen when she turned it back on. This is occurring intermittent. The patient was asked if she notices if stimulation turns off when she is in a certain position, and the patient said she doesn't know. The patient mentioned if she sits up real straight she can feel stimulation. The patient said the device has gone off in the past but she didn't know when. Best recharging practices was reviewed with the patient and that the patient should keep the ins charged. The patient said she charges her implant once a week and has never let the implant go "totally down". The patient mentioned she has an appointment with her neurologist at 2 pm today ((B)(6) 2018). No further complications were reported. No additional patient symptoms were reported.